Event description:
During a spinal fusion l4-l5 procedure, the surgeon finally tightened the locking caps and then decided to move the rod. Surgeon was trying to remove the locking cap at l5 and the tip of the t-25 stardrive shaft f/matrix broke in three pieces. Two of the pieces were retrieved, the third piece was cold welded onto the recess of the locking cap and remains in the pt. Surgeon could not remove the piece.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned.